Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, the patient experienced distance and blurry while reading . Clinical reason mentioned as mechanical complication. The iol was exchanged for another lens model 9 months 20 days following the initial implant procedure.